Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200. The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, there was an e-200 error message indicating the e-200 was not detected. The customer integrated their backup e-200 during case setup. The procedure was completed as planned with no reported injury.